Manufacturer narrative:
The pump was received with no express bolus button response due to corroded keypad traces. No button error alarm during testing was noted. The pump also a broken reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, a cracked case at the reservoir tube window corner, and broken battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error and had cracks as well. Customer reverted to back up plan. Customer's blood glucose was 8mmol/l. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.